Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This pacemaker remains implanted, and will undergo frequent monitoring. This investigation will be updated when further information becomes available. No adverse patient effects were reported.